Event description:
Boston scientific received information that this right atrial lead was reported to have fractured resulting in non capture and lead noise. As the patient condition has improved and the physician feels the patient no longer needs a pacemaker, a lead revision will not be made as the system will eventually be abandoned. The lead was reprogrammed to minimize pacing and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.